Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that the delivery wire was kinked/bent and the proximal section was broken/fractured. The main coil was observed to be kinked and stretched likely due some procedural factor. During functional evaluation, the device could not be re-sheathed due to the condition of the delivery wire. Information available indicated that the delivery wire kinked during insertion into the microcatheter's hub. Based on device analysis and information currently available, it is probable that observed damages to the delivery wire occurred due to handling during use limiting its performance. An assignable cause of handling damage was assigned to this investigation.

Event description:
Analysis of the device revealed that the coil delivery wire was broken/fractured . There were no reported patient consequences associated with this event.